Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result(s): we got a call from a customer that is having an issue with a flowflex plus covid 19 and flu a/b antigen test kits. When the customer performed both tests correctly with 4 drops in the sample well. The test cassette showed nothing next to the ctrl- line, a- line, b-line and cov-line. The background had a pinkish tint but no lines. The customer was able to send a picture of the test cassette. The customer does not have the lot number and expiration date on the kit; it was thrown away. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.